Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. The silicone insulation was charred and cracked indicating boot burn. The heater wire was flexed away from the center of the hot jaw. The heater wire remained attached at the tip and base of the hot jaw. There was char and tissue buildup on the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it produced excessive visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. There was excessive smoke and/or steam observed during testing. No sparks or arcing were observed when the device was connected to the power supply and activated. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. The wiring was inspected for breaks in the circuitry. Based on the results of the evaluation, the reported complaint for ¿environmental particulates¿ was confirmed. The reported failure mode "spark" was not confirmed. The complaint was confirmed for the analyzed failure modes "bent wire" and " burn of device; boot burn".

Event description:
I am waiting for more information but was told the device started to spark and smoke during use today. I am not sure if device was kept or thrown out. I do not have any lot number information or patient information at this time. Please ship a replacement vh-3000 asap to (B)(6). Please send to (B)(6) attention. I do not have initial reporter info at this time. Device removed from use and replacement device used to finish case. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started to spark and smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
I am waiting for more information but was told the device started to spark and smoke during use today. I am not sure if device was kept or thrown out. I do not have any lot number information or patient information at this time. Please ship a replacement vh-3000 asap to (B)(6). Please send to (B)(6) attention. I do not have initial reporter info at this time. Device removed from use and replacement device used to finish case. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started to spark and smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.